Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 130 mg/dl and sensor glucose was 69 mg/dl at the time of the incident. Other relevant blood glucose level of the customer was 136 mg/dl. The insulin pump will not be returned for the analysis.